Event description:
The consumer reported using the product for four hours on her back and lower left hip area. When the patch was removed, the consumer described a burn with skin removal. The consumer went to the drop-in clinic where they treated the area with ointment and sterile dressing. The consumer also sought further medical attention to clean the area, manage pain as well as to prevent secondary infection with antibiotics and tetanus shot.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.